Event description:
Per report received from foreign MFR: catheters were soaked in tetrox (dishwashing powder) 1.5 tbsp to 2.0 tbsp, 1 gal. Overnight (12 hrs) minimal pulling tension separated distal pm 200 from proximal polymide shaft.